Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from (B)(6) 2004 to (B)(6) 2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. A complete production failure review was not performed because the device was manufactured prior to july 1,2004 ¿ the implementation date of the erp system.

Event description:
It was reported that there was a pressure failure and a broken door latch. Npi.